Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of no buzzer. The unit was triaged and the reported condition was confirmed. The root cause is due to a dislodged component from the audio circuit on the main board. The unit has been repaired, tested, and recertified per procedure. A trend has been identified and a formal corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the customer, the unit had no audible alarm. There was no patient harm.